Event description:
Reportedly, positioned the anvil and the instrument, then turned the wing nut, but could not close the space between them. Removed the anvil from colon, confirmed that the tissue had torn. Confirmed oozing bleeding. The tissue was thick. The surgeon treated the tissue, and then placed a purse-string again to another part of colon, then fired the ceea. But, the tissue was not cut completely. Cut the uncut part, removed the anvil and oversewed the tissue per anum. Sex: female. Procedure: lar double staple.